Event description:
On 04/27/2022, a representative from advent health wesley chapel reported a patient sample yielding a positive result for sars-cov-2 on the t2sars-cov-2 emergency use authorized (eua) panel. The customer repeated the sample on the cephied genexpert and obtained a valid negative result for their sars-cov-2 assay on the same date. The discrepant positive result was not reported outside of the laboratory and patient treatment was not impacted. The device was evaluated by a member of the t2biosystems field service team on 04/28/2022 and confirmed that the t2dxinstrument was operating within all expected performance parameters.

Manufacturer narrative:
Customer data: (B)(6) has reported a total of 12 results for the t2sars-cov-2 panel that are reporting false positive results when compared to the cepheid genexpert. These will be filed as independent reportable events as each result represents an independent patient sample that is independently analyzed on the t2dx device using a single-use reagent tray and cartridge. All 12 results were run between the dates of 04/27/2022 and 04/29/2022. Run 3/12 has run ID (B)(6) identified by the laboratory staff as having produced a discrepant positive result that was not reported to the attending physician. The customer has declined to provide any patient demographics, health details, or patient outcomes beyond what has been reported in this case. The customer has declined to have members of the t2 biosystems field applications team assist with further troubleshooting or root cause analysis. All of the field data and commercial complaints associated with the t2sars-cov-2 panel that have been provided to t2 biosystems to date have been reviewed with no indications that discrepant results have recurred for these reagents and consumables. This post-market review of customers who have been shipped product from the same manufacturing lot has confirmed that the alleged malfunction is isolated to a single customer as reported. Instrument evaluation: on 04/28/2022, t2 biosystems dispatched a field service engineer to perform an instrument assessment and cleaning with no findings relative to instrument performance and post-service checkout samples (one positive and one negative zeptometrix control reported results as expected on 04/28/2022. Device evaluation: the production and quality control testing records were subjected to an additional precautionary review with no findings applicable to lot quality or product performance. All internal processes were confirmed to have been performed with full adherence and all material specifications were confirmed to have been met upon release. To determine whether the device malfunction was reproducible in house, internal testing was conducted and confirmed that representative samples of the t2sars-cov-2 reagent lot wo-20576 and the t2sars-cov-2 cartridge lot 92792035 are not producing discrepant results when running the zeptometrix negative controls (zeptometrix corp., #natsars(cov2)-neg) recommended within the t2sars-cov-2 product labeling. As such, all internal performance evaluations confirmed that the material is performing in accordance with the labeling claims. Conclusion: the alleged device malfunction has been confirmed to be isolated to the conditions present at a single customer site and are no treflected in internal testing or inventory at other customer sites. Based on all available information, the most likely root cause is associated with sample handling, storage, or other errors related to the sample collection, preparation, or loading onto the device.